Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: review of the black box data revealed call service alarms. On investigation, the pump powered on and emitted a call service alarm on the first attempt to rewind. The pump was opened for investigation and revealed failure of a single component on the printed circuit board. The component was removed and replaced with a new component resulting in resolution of the call service alarm. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.